Event description:
It was reported that this implantable pacemaker intrinsic amplitude was out of range at 0.3mv(millivolts) on the right atrial (ra) lead. The presenting electrogram (egm) shows occasional atrial undersensing at fixed 0.25mv. It was recommended to adjust the atrial sensitivity. The other lead measurements are stable, and the battery longevity is normal. The device and lead remain in service. No adverse patient effects were reported.